Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. The ipg had flipped making it difficult to charge. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device remains in patient. This is a final report.